Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 1998. The pt began experiencing infections and erosion through vaginal wall in september of 2003. The sling was removed in 2003. Pt returned to experiencing incontinence.